Event description:
It was reported that the floating mass transducer (fmt) of concerned vibrant soundbridge was originally placed on the round window. After activation the pt had good auditory results. Some months later the bone conduction threshold decreased. It was intended to reposition the fmt on the stapes. This was not possible as the attachment clip was severed at implantation in order to place the fmt on the round window. For this reason concerned vorp had to be replaced by another vorp. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.